Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter was received for evaluation. Visual evaluaiton, microscopic visual observation and functional testing were performed. A split was noted on the attached catheter approximately 3.4cm from the distal end of the cath-lock. The edges of the split on the attached catheter were noted to be uneven. The surface of the split could not be determined as additional damage would be caused in area. Upon infusion, a leak was observed from the split on the attached catheter while water exited the distal end. Aspiration was attempted and was unsuccessful as water did not fully return within the attached in-house syringe. Therefore, the investigation is confirmed for the reported fracture and fluid leak. However, it is inconclusive for reflux within device as the supporting evidence was not provided for evaluation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h1, h6 (patient, device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. 3 weeks and 6 days post procedure, it was reported that the device was allegedly found contrast leakage. Reportedly, the catheter was allegedly found damaged and blood found to be bleed back . The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. 3 weeks and 6 days post procedure, it was reported that the device was allegedly found contrast leakage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.